Event description:
The customer reported a speaker malfunction no sound was coming from the device. The device was not use at time of event, there was no adverse event reported.

Manufacturer narrative:
The customer's biomedical engineer noticed that the speaker assembly cable was not plugged in. The speaker functioned as intended once it was plugged back in. H3 other text : resoled by customer.